Event description:
It was reported the siderail could not latch/lock due to a misaligned component. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.